Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0002184052-2016-00206.

Event description:
The sales associate reported a stripped driver and torque handle. The handle did not torque and stripped the driver. No further information was provided.

Manufacturer narrative:
No patient/user injury or adverse event associated with this report. The returned driver was examined. The tip is twisted in a manner consistent with over-torquing. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA.